Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was approximately 500 mg/dl. The customer reported that the high bg was not related to the pump; however, no additional information was provided. Tandem technical support was unable to retrieve further information about the event as the customer had disconnected from the call.